Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by "misalignment of the two cylinders"?

Event description:
It was reported that during a hemorrhoidectomy (hemorroidal cure) procedure, stapling incomplete. Misalignment of the 2 cylinders. Impossible to realise the hemostasis. Possible recurrence as hemostasis was made by thread-suture. There were no patient consequences reported.